Event description:
It was reported that the device incorrectly diagnosed the vt rhythm as svt in the monitor zone. The device was reprogrammed. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.